Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during a transesophageal echocardiography (tee) procedure, the ultrasound system froze. The system was rebooted and the functionality was restored. The tee was completed with a short delay long enough to reboot the system. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The control panel was returned to siemens for evaluation. During visual inspection, it was found that the panel showed signs of customer mishandling. The keys and elastomers were either extremely dirty, cracked, and the knobs were dirty or missing. The cause of the intermittent poor connection was due to maintenance deficiency . It was recommended that the customer keep routine maintenance and handle the system carefully. Reference: (B)(4).